Event description:
On (B)(6) 2014, two gore viabahn® endoprosthesis were successfully placed to treat a edge stent stenosis and a delamination of the previously placed stent(unknown manufacture). On (B)(6) 2014, a declot procedure was performed and a fluency ® stent was implanted.

Manufacturer narrative:
Correction: date of event is (B)(6) 2014.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Image evaluation summary: on (B)(6) 2014 - there appears to be a flow lumen irregularity visualized in the outflow of the av graft. There appears to be a stenosis present in the vein at the lower edge of the image, there are 2 devices present, the proximal device is located in the subclavian vein, the distal device is located in the axillary vein. Balloon inflation - post balloon angio appears to show improved contrast in the flow lumen. Device present in the outflow where flow lumen irregularity was previously visualized. Residual flow lumen irregularity persists. On (B)(6) 2014 - there appears to be a flow lumen irregularities where the device crossed the humerus and where it enters the thoracic cavity. Balloon within the devices. There appears to be flow lumen irregularities throughout the length of the visualized devices. There appears to be flow lumen irregularities within the devices in the subclavian vein. There appears to be a flow lumen irregularity at the end of the stent which may represent a narrowing. There appears to be flow lumen irregularities within the devices in the subclavian vein. Balloon inflation within the devices. There appears to be a less flow lumen irregularities visualized and previously seen questionable stenosis appears to persist. On (B)(6) 2015 - balloon inflation within the devices. When compared to the previous time point there appears to be a stent now bridging the two previous stents. The walls of the stents do not appear to oppose each other there appears to be flow lumen irregularities within the stents. The walls of the stents do not appear to oppose each other. There appears to be flow lumen irregularities within the stents. The flow lumen irregularities appear to have decrease and there appears to be improved flow in the vein.

Manufacturer narrative:
Inconclusive- investgation is in progress.two gore viabahn® endoprosthesis were implanted. It is unknown if one device or both of the device thrombosed.lot #13093619 MFR report #2017233-2015-00140. Lot #13256929 MFR report #2017233-2015-00141.